Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock due to noise on the right ventricular (rv) lead. The rv was fracture. No pacing inhibition was seen. Tachy mode was programmed off. Impedance measurements went up but remain within range. Thresholds became high. The device remains in service. No adverse patient effects were reported.